Manufacturer narrative:
(B)(4): this complaint is being reported based on the customer's allegation that the battery was not detected by the mrx. A battery that failed to be detected could possibly impact the delivery of therapy. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery was not detected by the mrx defib. The battery was noted as being damaged. There was no reported pt involvement.